Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced pump errors and failed battery test. The customer experienced a low reading of 57 mg/dl and ate a small breakfast. The customer's blood glucose jumped to 300 mg/dl afterwards. The customer reported issues with the batteries in the pump. The customer reported 2 pump errors while they reviewed the notifications. The customer was able to clear the failed battery alarms. The product was not returned for analysis.